Event description:
Customer called to report his belt clip was broken. During the call, customer stated his blood glucose was 580 mg/dl. He has notified his doctor. Customer declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).